Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional analysis was performed on the returned device which identified a pinhole rupture in the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported inflation issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified left common iliac artery. A 7.0 x 40 mm armada 35 balloon catheter was used; however, the balloon completely failed to inflate past 1 atmospheres with an indeflator. Therefore, the device was replaced with an unspecified non-abbott balloon catheter which was used with the same indeflator to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device revealed a pinhole rupture in the balloon.